Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00101-1). All the information captured as per 0009613350-2016-00101-1 including g4(date received by manufacturer) except b4. Investigation results were made available for returned packaging. Update: g4, g7, h2, h3, h6, h10. DHR review results: lot: 2628569 . Yield: (B)(4). Delivered: (B)(4). Scraped: 0 no concession found. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Compatibility of components:the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Reviewof event description: after surgery leftovers from an insect were found in the outer cardboard box. Product was already implanted and the sterile barrier was not affected. Review of pictures, x-rays: n/a as no x-rays or pictures were provided. Surgical reports: n/a as no surgical notes were provided. No other documents were provided. Devices analysis: visual examination of the returned package (the stem is still implanted and was not returned): when inner floor of the cardboard package is removed, leftovers from an insect can be detected on the outer floor. At the inside of the folded inner floor there is a stain where the insect was obviously scrunched. Review of internal documents: the inspection plan corresponds only to the product and the inner packaging. Review of surgical techniques: n/a as the surgical techniques do not correlate with the reported event. Inside the cardboard box on the outer floor clear signs of insect leftovers can be detected. The insect was scrunched at the inside of the inner folded floor and all leftovers were behind on the outer floor which is probably why it was not detected upon receipt of the boxes or during the final packaging. The setup of a packaging of the avenir stem is as follows: it is first packaged in a cleanroom facility into two sterile plastic bags which are welded and together ensure the required sterility. It is then transferred out of the cleanroom and further packaged into the cardboard box for transport and protection purpose. Finally, the cardboard is shrink-wrapped and the whole box is sent to the gamma sterilisation. The insect may entered the box either at the supplier¿s side or during the final packaging at zimmer biomet. However, the contaminants found between the outer sterile bags and the cardboard box did not have any impact on the sterile barrier. Certain measures such as insect lamps are being taken in those facility areas to prevent such events. The patient was never at risk since the sterile barrier was not affected. All possible events related to this packaging part-process are covered under pfmea. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4). Stem implanted / packaging investigated.

Event description:
It was reported, that the patient was implanted a cls stem 135° 17.5 (B)(6) on 2015. It was also reported: "implant box was sealed with outside plastic wrap. When or staff opened box, little insects where found. Sterility of component was kept, but suspicions that bugs where found inside.".

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a cls stem 135&#2097;7.5 12/14 on (B)(6) 2015. It was also reported: "implant box was sealed with outside plastic wrap. When or staff opened box, little insects where found. Sterility of component was kept, but suspicions that bugs were found inside. "